Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified per the physician, although the patient's symptoms are improving, it may take months to completely resolve.

Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced persistent abdominal pain shortly after his lead replacement procedure (reference MFR. Report: 1627487-2016-04159). Subsequently, the patient was admitted to the emergency room. Per the physician, the patient has a history of sleep apnea and required narcotics, which in turn resulted in hospital admission. Furthermore, the patient developed weakness in his right leg and numbness. The patient's entire system was explanted on (B)(6) 2016. The patient's leg weakness is reportedly improving.